Event description:
Reporter alleged she obtained a result of 200-299 mg/dl on her advantage system and then took humulin r insulin based on it along with her normal medication. Reporter stated that a few hours later, she became hypoglycemic with symptoms of disorientation and dizziness. Reporter stated, the hosp obtained a result of 40-49 mg/dl on their system and she was treated with orange juice, sugar, glucose, and food. Reporter stated that hours later, her mother brought her advantage system to the hosp, and she obtained a result either between 190-210 mg/dl or over 200 mg/dl within 10 minutes of a result of 70-79 mg/dl obtained ona professional system. Reporter stated she was admitted to the hosp for two days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device. Reporter stated, she discarded the strips and so no product will be returned for evaluation.